Event description:
Consumer called to report very high reading that caused her to go too low after taking too much insulin. Emt was called and she was taken to the hosp.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.